Event description:
It was reported that the impactor head fractured during glenosphere impaction. The correct surgical technique was used, and no complications, injuries, or surgical interventions were required; no foreign bodies were retained as a result of this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet, and the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.